Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01/16/2015 with the following findings: the pump's black box showed no evidence of a rewind issue. The pump was able to perform the prime steps without any observed or recorded issues. A full rewind operation was performed with no issues or alarms occuring. The alleged rewind issue could not be duplicated during the investigation. When the pump¿s cover was removed, no intermittent condition was found to the motor assembly. There were no debris found in the cartridge compartment. Unrelated to the initial allegation, the battery compartment was found to be cracked. Additionally, the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the piston rod was not retracting. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.